Manufacturer narrative:
(B)(4). Follow up it was reported the plunger easily pulls out of the syringe when drawing back. As a sample was not returned, a thorough sample evaluation could not be performed. It could be possible the customer is not using the product as intended. This product is not designed to pull the plunger rod back; it is designed to the push the plunger rod down to flush and then be disposed. A device history record review was completed for provided material number 3065478, lot 4079615. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #: 30654678; batch#: 4079615. It was reported by customer that 3 syringes obtained from infusion therapy. All have same lot # 4079615. Plunger easily pulls out of syringe when drawing back. Ref (B)(4). 10cc syringe. No known harm to patients. These are 10cc prefilled ns syringes. Verbatim: rcc received a complaint via email. 3 syringes obtained from infusion therapy. All have same lot # 4079615. Plunger easily pulls out of syringe when drawing back. Ref (B)(4). 10cc syringe. No known harm to patients. These are 10cc prefilled ns syringes.